Manufacturer narrative:
Concomitant product: product ID 8731, lot# b003046n37, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after falling and there was a potential overdose. The physician did not seem to think there were any issues with the pump, but the patient was requesting a dose decrease for the pump. The patient was to follow up with the managing physician upon discharge. At the time of report, there was no patient injury. The device system was being used to deliver gablofen. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.